Event description:
Narrative from staff: while doing a watchman procedure the sheath was torqued and became kinked. This caused a malfunction in the sheath as well as the device needed to be removed. Manufacturer response for catheter, percutaneous, watchman¿ truseal¿ access system (per site reporter): field representative was present during procedure. Manufacturer response for system, appendage closure, left atrial, watchman flx¿ (per site reporter): field representative was present during procedure.